Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (258-467 mg/dl) after meals and does not believe the bg levels come down to target when the correct number of carbohydrates or bg are entered. The customer had to enter a higher bg value or higher number of carbohydrates to bring the bg to the target level. A correction bolus would be delivered to address the high bg level. A pump system check was performed and no device issues were identified. It was thought that the pump settings may need to be adjusted and the customer was to review the settings with a healthcare provider.